Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Missed placed weld.

Event description:
The weld is broken where the bar attaches in the middle.